Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling a "pea sized lump" at their implantable pulse generator (ipg) implant site and that the device was "protruding", and "one area on the lateral border is pointy". It was noted that the patient experienced discomfort whenever they move their arm. The ipg remains in use. No further patient complications have been reported as a result of this event.